Manufacturer narrative:
Device evaluated by MFR: visual and microscopic analysis of the returned device revealed that the wire was received with its original pouch, outside the hoop. The device presents damaged/missing poly from the distal tip. All measurements taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the tip of the wire broke. The target lesion was located in the highly calcified tibial artery. A pt2 moderate support 185cm str guide wire was selected and while trying to advance the wire through the calcification, the tip of the wire broke off. A non-bsc wire was advanced and the physician attempted to advance an unknown balloon over the wire; however, the balloon would not cross the lesion. The location of the detached tip is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure the tip of the wire broke. The target lesion was located in the highly calcified tibial artery. A pt2 moderate support 185cm str guide wire was selected and while trying to advance the wire through the calcification, the tip of the wire broke off. A non-bsc wire was advanced and the physician attempted to advance an unknown balloon over the wire; however, the balloon would not cross the lesion. The location of the detached tip is unknown. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.